Manufacturer narrative:
(B)(4). Unable to perform displacement accuracy test, displacement test, occlusion test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Insulin pump passed self test, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 8.8 mmol/l at the time of incident. The customer treated with insulin pump for high blood glucose level. Displacement verification test was passed. The insulin pump will be returned for analysis.